Event description:
The lead surgical reported that during set-up of the smoothe blades onto the right side of the retractor handle arm, and then into the area to be retracted, this blade came unseated. The retractor handle arm would not hold the blade connection. This event extended the surgery approximately 45 minutes. There was no patient injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.